Event description:
Gradual increase in pacing threshold until loss of capture was evident at max output. Pacing impedance gradually climbed until greater than 2,000 ohms. Possible lead fracture. Lead was explanted and replaced. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.